Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8590-1, lot# n188057, implanted: 2010-(B)(4), product type accessory. (B)(4).

Event description:
It was reported that the patient experienced underdose symptoms. It was noted the patient would have a good day of pain relief followed by a day of increased pain, and that pattern had continued over an approximate week. A dye study was reportedly done and the catheter was revised due to a kink at the connector pin/anchor location. During the revision, the health care professional (hcp) dissected down to the catheter and unkinked the catheter. The catheter was aspirated with good flow, reconnected, and the pump was reprogrammed accordingly. The issue was reportedly resolved. The pump was delivering baclofen, dilaudid, bupivacaine, and clonidine. The patient was described as alive with no injury at the time of the report.